Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2382. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-07785, 1627487-2024-07786. It was reported that the left s1 lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician attempted to remove the left s1 lead, but a piece broke off into the foramen and was left implanted. Additionally, during the same surgical procedure the right l5 lead was also explanted since it got tangled with the left s1 lead while pulling it out. As a result, two leads were implanted in those areas.